Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred and the alarm could not be heard. Customer changed pump supplies to resolve the occlusion. Customer's reported pump touchscreen was unresponsive. Pump system check found the touchscreen responsive. Customer's blood glucose was 103 mg/dl. Customer reverted to using manual injections for insulin therapy.